Event description:
The customer contact reported a separation. The tubing set was to be used to deliver unspecified contrast media, at an unspecified rate, via power injector. After an unspecified length of time in use, it was reported that the tubing separated from the clave port either during flushing of the tubing set prior to a CT scan using a prefilled flush syringe or during the injection of the contrast media. The tubing set was replaced and the procedure was resumed. There were no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.